Manufacturer narrative:
(B)(4).. Additional information regarding surgical intervention was provided.

Event description:
An hcp reported that the patient's pump was explanted due to the patient complaining about allergy symptoms related to the medication in the pump. The pump was originally filled with morphine and then changed to dilaudid. Exact explant date is unknown. No pump malfunction reported or suspected.

Event description:
The patient reported that their pump was explanted in early 2016. The reason for explant is unknown.